Event description:
Olympus was informed that during an extended right hepatic lobectomy procedure, the first thunderbeat hand instrument was replaced due to a melted teflon pad; within 20 minutes the new thunderbeat hand instrument was damaged as well. Olympus obtained additional info that the procedure was a liver resection. The user was working in a pool of blood and it was difficult to visualize the tissue. The procedure was completed with another instrument and there was no pt injury reported. Olympus received a (B)(4) on (B)(4) 2013 related to the event.

Manufacturer narrative:
The eval did confirm the user's experience. The teflon pad was found melted and partially detached from the grasping section. A mark was found on the probe and in a similar site on the electrode of the grasping section. The damage found was attributed to continuous activation of the output without grasping tissue in the grasping section, which caused the probe and the electrode to be in direct contact (jaw closed). The device was tested using an esg-400/usg-400 and no problem was found.